Event description:
While surgeon was using the shaver tip, (dyonics 4.5 mm full radius shaver tip ref # (B)(4)), tip started breaking and surgeon removed the tip and used another tip. It did the same thing, entire box with same lot number removed from the stock.